Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or a serious injury.

Event description:
It was reported that a site was experiencing handheld computer problems. A company representative present at the site troubleshooted the reported handheld and indicated the handheld computer would not power on initially and came on after pressing the on/off button a couple times. Furthermore, the handheld's screen had a bar across the screen after it was powered on. The company representative was finally able to get to the main screen by pushing the on/off button several times again. An attempt was made to perform diagnostics on a patient and the handheld computer froze during diagnostics. The company representative tested the programming wand with a known good handheld computer and worked within normal limits. The reported handheld was returned to the manufacturer and is currently undergoing product analysis.